Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/18/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: ¿ did the drain break during removal? -yes, it did. ¿ were all pieces removed from patient? -yes, they were. The drain broke outside the patient. Thus, there were not any pieces which remained in the patient. ¿ was there any need for medical / surgical intervention? -no, there wasn¿t. ¿ provide details of intervention. -n/a. ¿ do any piece or part of the drain remain in the patient? -no, they don¿t. ¿ current status of patient. -no information,.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the drain was implanted. During removal, the drain broke outside the patient and there were not any pieces which remained in the patient. At that time, the drain seemed to be worn out. There were no adverse patient consequences reported.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Received a fluted piece of drain. The drain could break following some initial damage during insertion.